Event description:
"S/p b submusc periareolar 285cc surgitek gels for augmentation. Pt developed contracture which started in 1992 and had b closed capsulotomies in that year x2. The breasts have again hardened and there is some lateral r discomfort. Has no other h/o trauma and denies any decrease in size. Mammogram indicates possible r rupture. Has in addition some systemic c/o's including arthralgias (+ am stiffness), myalgias, spasms, swelling, fatigue, sleep disturb, memory probs, dry mucus membranes, hair loss, oral sores, photophobia, cp, choking sens, htn, wgt loss, gu disturb, miscarriage and easy bruising. Pt is otherwise healthy."